Event description:
It was reported that the user experienced fluctuating glucose levels with episodes of low and high glucose while using the ilet, and the care team indicated the device might need recalibration; at the time of contact the glucose reading was 100 mg/dl. Symptoms included shakiness during hypoglycemia and lack of noticeable symptoms during hyperglycemia. Outcomes included self-treatment of low glucose with oral glucose tablets and juice, without need for hospitalization. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia events was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.